Event description:
It was reported by service report that the head end cover was broken with exposed sharp edges; intermittent zoom function. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Zoom push handle. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.